Event description:
It was reported the patient¿s device was turned off in (B)(6) 2012 and back on in (B)(6) 2013. It was stated the patient was still continuing to have problems since ¿late 2012.¿ additional information received 4 months later reported that the patient¿s implantable neurostimulator (ins) turned off sometime between (B)(6) 2012 and (B)(6) 2013. The patient wanted a manufacturer representative to diagnose why the ins turned off. The healthcare provider (hcp) was to have the patient call patient services. It was noted that the patient¿s current gi doctor was not familiar with the patient¿s therapy.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).